Event description:
A customer reported that while using the freestyle libre 2 app, a "replace sensor" error message was received on the adc device and the customer was unable to obtain readings. The customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia but no glucose was administered as it was noted that the "customer has been on insulin". No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) due to a temporary drop in the source voltage. Visual inspection was performed on the sensor plug and no failure modes were observed. The sensor was de-cased and performed visual inspection on the printed circuit board assembly (pcba), no issues were observed. The returned battery was measured and results were not within specification. Therefore, this issue is confirmed to brown out reset condition associated with a dead/low battery. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Additional info: section d4 (serial number) was updated from (B)(6)to (B)(6)based on returned product download. Section d4 - unique identifier (UDI) update to (B)(6) section h4 - device mfg date(B)(6)2022 to (B)(6)2022

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that while using the freestyle libre 2 app, a "replace sensor" error message was received on the adc device and the customer was unable to obtain readings. The customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia but no glucose was administered as it was noted that the "customer has been on insulin". No further information was provided. There was no report of death or permanent impairment associated with this event.